Manufacturer narrative:
The returned device is being evaluated. Once the investigation is completed a follow-up report will be submitted. Release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 462 mg/dl after wearing between 4 and 24 hours. Insulin history is as follows: (B)(6).the pod was deactivated and he noticed that the cannula was out of the skin.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.